Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5 and l5-s1 using cages packed with rhbmp-2/acs. Reportedly, the patient continued to experience back pain following surgery. An MRI revealed left lateral bony overgrowth and left foraminal stenosis. The patient has continued to experience daily, disabling pain that prevents him from performing many activities of daily living.

Manufacturer narrative:
Concomitant product: cage (implant (B)(6) 2006). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.